Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The physician attempted to replace the lead on (B)(6) 2025. The procedure was abandoned due to the patient's pain tolerance. The patient will be referred to a different physician for further surgical intervention.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead had migrated. Surgical intervention may be pending to address the issue.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.